Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the occlusion issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred and that an occlusion alarm occurred. The customer will reach out to health care provider for an alternate method of insulin therapy. Customer¿s blood glucose level was 185 mg/dl.